Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for device replacement due to eos. High hv lead impedance and possible lead noise was noted. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Lead fracture was also noted.